Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced poor performance with device use and subsequently the device was explanted (date not reported). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 01, 2018.